Event description:
It was reported that during a hysteroscopy d & c procedure, a bipolar electrode part broke off inside a pt uterus. The pt received electrical shock during the electrode failure. The case was aborted. The surgeon irrigated and strained the pt. The procedure has not been re-scheduled as yet. On (B)(6) 2010, the pt came into the emergency room due to abdominal pain.

Manufacturer narrative:
The device has not been returned to richard wolf medical instruments as of (B)(4) 2010. We expect to receive the device and samples from the lot number for investigation. A follow-up with investigation of the electrodes will be done. Any updated pt info will be included in the follow-up.